Event description:
It was reported that the device kept getting errors during the case. The footswitch cable was later found to be faulty. The case was complete with the same device. There was no patient consequence.

Manufacturer narrative:
Device was not returned.